Event description:
The customer reported communication errors and that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The gib (generator interface board) was also replaced and the ps1 was adjusted to the optimal voltage. The system was tested and found to be working as intended and returned to service.